Event description:
I had breast implants (B)(6) 2018 and have been experiencing terrible side effects and was recently diagnosed with early onset osteoarthritis with a myriad health issues that are systemic. FDA safety report ID# (B)(4).